Event description:
It was reported that saline was leaking out of the sheath. A 1.25mm rotapro was selected for use in an percutaneous coronary intervention procedure of the left anterior descending coronary artery (lad). During the procedure, the device had a leak in the sheath which caused saline to shoot out. It was noted that this occurred coming out of the body. A device was selected and used to complete the procedure. No adverse effects were reported and the patient is fine.